Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 114. An elevated atellica im tnih result was observed for a patient presenting with pericarditis. A second sample was drawn and tested, which produced a result below measuring range (<2.5 pg/ml). Following the obvious result discordance, the two samples were re-tested, with and without dilution, on both atellica im instruments in the lab. Results for both samples were low, as in the second test. It was noted that all tests run on the first sample reproduced their results with the exception of tnih. The diluted samples (theoretically ¿overdiluted¿ below measurement range) produced higher results, still below threshold.) A third sample was drawn and also produced a low result, which was considered consistent with the patient¿s clinical condition. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.